Manufacturer narrative:
Results, conclusion: no aspiration issues found with the returned advance catheter. (B)(4).

Event description:
The physician intended to use export advance aspiration catheter to treat a thrombus in the lad. No abnormalities noted during device inspection and prep before the operation. The stylet was removed before prep. The physician delivered the aspiration catheter to the intended lesion site and attempted thrombus aspiration. The physician was unable to aspirate the thrombus well and to apply negative pressure. He removed the aspiration catheter with no issues encountered and completed the procedure with a non-mdt device. There was no injury to the patient. Evaluation summary: the advance export aspiration catheter was received with the stiffening stylet engaged in the catheter hub. There was no damage to the stylet. The proximal end of the advance catheter wire lumen strain relief was lifted. No other damage to the catheter shaft or from the stiffening stylet to the catheter. The stylet was engaged to the threads of the export advance aspiration catheter and no damage was noted on the hub. The stylet was removed and using an in-house extension line and a syringe the catheter was flushed without issues with water flowing at the end of the catheter aspiration lumen. The stopcock was closed and the syringe was pulled back with the tip of the catheter in a beaker with water the stopcock was set to open resulting in water entering the syringe rapidly without issues. Aspiration was also conducted with the stylet engaged to the hub of the export resulting in a slower aspiration but the syringe filled with water too. The original syringe and extension line use during the procedure were not returned. Please note that this device (advance) is distributed outside the united states; however, it is similar to the united states distributed product (advance)...